Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed no delivery. The patient's blood glucose was 572 mg/dl. During troubleshooting the cannula was inspected and it did not appear to penetrate the patient's skin. No further troubleshooting occurred, and no products were returned or replaced.